Manufacturer narrative:
Clarification to d1-d4 device information: it is unclear whether the patient has a breast implant on the left side. Events will continue to be conservatively reported until additional clarification is received. Catalog number was updated to reflect a silicone implant to align with the contralateral side. Clarification to h6 adverse event problem: un-reporting a050401 as deflation was not reported. Healthcare professional reported rupture only affected the contralateral side. The event of "inflammation/irritation" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: "inflammatory symptoms" found during corrective procedure for "sunken nipple". Additional, changed, and/or corrected data: b1, b3, b5, b6, d1, d2a, d2b, d4, d6a, g2, g4, h6, h11.

Event description:
Patient reported "rupture" on an unknown side. Healthcare professional later indicated rupture was on the contralateral side and reported "bruises and pain in the mammary areola", and "sunken nipple, inflammatory symptoms". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of mar/2016 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. The device remains implanted.